Event description:
Pt underwent a left carotid endarterectomy in 2003. Three days later, the pt was returned to or due to a reported ruptured suture line. It was reported that the suture was broken in the middle of the running longitudinal suture line. The left carotid was repaired. Pt was sent to recovery following repair. The pt expired 3 weeks later from a cerebral stroke.